Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 30-350mg/dl and subsequently went to the emergency room (ER) on (B)(6) 2021 due to bg levels and was subsequently hospitalized. Cause of bg levels were unknown. Customer attempted to self-treat elevated bg by administering a correction bolus and the low bg by consuming carbohydrates. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. There was no reported treatment given to the customer while hospitalized and customer was released from the hospital on (B)(6) 2021 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.